Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection of vancomycin (1gm, every 3rd day, intraperitoneal, ongoing), injection ceftazidime (1gm, daily, intraperitoneal, ongoing) and injection of amikacin (125mg, intraperitoneal, discontinued after three days) for peritonitis. On an unknown date, the patient was recovered from peritonitis. Six days after hospital admission, the patient was discharged. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.